Manufacturer narrative:
Technician found that the head hi/low was drifting down. Cause: head hi/low down valve and trend valve failure. Replaced head hi/low down valve part # 6543035 and trend valve part #6543038 to resolve this issue.

Event description:
Complaint alleged that the head hi/low was drifting down. No injury reported by account.